Manufacturer narrative:
Manufacturer narrative: the reported events of ¿tether fracture¿ and ¿device came off tethers¿ were confirmed. As received, a complete catheter was returned in one piece with the valve bypass tool covering the distal tip of the catheter. Visual examination noted the tether control knob in aligned position, but the distal tethers were found misaligned. X-ray examination found one of the tethers fractured in the transition zone. Torque coil offset was noted, which is consistent with procedural damage. Dimensional analysis was performed; the distal wires and tether bullets were measured within the product specification. The cause of the reported events was due to the fractured tether in the transition zone. Corrected data: investigation conclusion code in follow up 1 should be 4307, cause traced to component failure.

Manufacturer narrative:
The reported events of ¿tether fracture¿ and ¿device came off tethers¿ were confirmed. As received, a complete catheter was returned in one piece with the valve bypass tool covering the distal tip of the catheter. Visual examination noted the tether control knob in aligned position, but the distal tethers were found misaligned. X-ray examination found one of the tethers fractured in the transition zone. Torque coil offset was noted, which is consistent with procedural damage. Dimensional analysis was performed; the distal wires and tether bullets were measured within the product specification. The cause of the reported events was due to the fractured tether in the transition zone. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the catheter exhibited a fracture. Upon review, it was noted that the catheter and the atrial leadless pacemaker (lp) exhibited premature separation. X-ray imaging confirmed the lp dislodged in the right atrium (ra). The lp was successfully retrieved and implanted. The patient was in stable condition.